Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: -could you clarify which component was broken: the suture or the needle, or was the suture detached from the needle? On three separate occasions, the needle tip broke off during skin closure. On a separate occasion, the suture detached from the needle. -when was the suture needle broken (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify on all three occasions, it was during tying of the knot. The needle tip was located each time and was not left in the patient's body. The detachment of the needle was also during knot tying. -did any needle piece fall inside of the patient? If yes, what efforts were made to retrieve it? Was it retrieved during the same procedure? See above.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, on three separate occasions, the needle tip broke off during skin closure ((B)(4), (B)(4) and (B)(4)). On a separate occasion, the suture detached from the needle. The detachment of the needle was also during knot tying. There was no injuries or adverse event to the patient. No adverse patient consequences were reported. Additional information was requested.